Event description:
It was reported that during an acl (anterior cruciate ligament ) surgical procedure, the blade broke at the mount. It was also reported that there was a few minutes delay to replace the blade. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.